Manufacturer narrative:
Per review, it has been determined that this complaint is angiomed and will therefore be downgraded. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urosoft stent did not allow for drainage. Per additional information received via email on 2 march 2020 from the sales representative, the stent was placed on (B)(6) 2020. The dr. Discovered that the stent allegedly caused the blockage of urine. The patient required an additional procedure for the stent to be removed. The stent was replaced with another stent on (B)(6) 2020 to allow drainage of urine

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urosoft stent did not allow for drainage. Per additional information received via email on 2 march 2020 from the sales representative, the stent was placed on (B)(6) 2020. The dr. Discovered that the stent allegedly caused the blockage of urine. The patient required an additional procedure for the stent to be removed. The stent was replaced with another stent on (B)(6) 2020 to allow drainage of urine